Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient fell and dislodged the patient¿s right ventricular lead. The patient was not dependent and no symptoms were reported relating to the dislodgement. The patient¿s lead was repositioned. The patient was stable after the procedure.